Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "opened kit to use on patient in theatre's- found the introducer wire to be bent just after the j-junction. Did not use on the patient. Device not inserted, identified prior to use".

Event description:
It was reported that "opened kit to use on patient in theatre's- found the introducer wire to be bent just after the j-junction. Did not use on the patient. Device not inserted, identified prior to use".

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The complaint of a kinked guidewire was confirmed by the photo, which shows a kink near the distal j-bend. The customer also returned the guidewire and its tubing for analysis. No obvious signs of use were observed on any of the components. Visual analysis revealed that the guidewire was kinked on the distal j-bend. Kinking was also observed throughout the guidewire body. Microscopic examination confirmed the kinking. Both welds were present and were observed to be full and spherical. No other defects or anomalies were observed. The kinks on the guidewire measured 44mm , 351mm, and 439mm from the proximal weld. The overall length of the guidewire measured 457mm, which is within the specification limits of 450mm - 458mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.85mm, which is within the specification limits of 0.838mm - 0.877mm per the guidewire product drawing. The guidewire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle (or catheter)." The returned guidewire was assembled to the returned tubing assembly. This assembly was then attached to the handle end of a lab inventory arrow raulerson syringe (ars) and introducer needle subassembly. Major resistance was encountered at the kink near the j-bend. The guidewire passed through all components with no resistance at the undamaged areas. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. Kinking was observed on the distal j-bend and throughout the guidewire body. When fully assembled inside the tubing, the location of the kink would be located inside the guidewire cap, protecting it from damage. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing-related cause. Based on the customer report and the sample received, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.